Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple button error alarms. The customer reported that the device had been exposed to humid weather. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 119 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.